Event description:
User facility stated one of the blades completely broke off during a procedure while cutting through tissue. There was no patient injury reported.

Manufacturer narrative:
We manufactured a total of 248 instruments with the lot 73; 173pcs were delivered from july 2004 until may 2005. We checked our trend analysis records, which reflect that from 1/1/2003 to 5/11/2005, we have not received any complaint with broken instruments of this item. We went though all our documents pertaining to the above commission numbers checking one more time to see if the right steel/components for this item were used and can only confirm that everything was manufactured according to our specifications and with the correct materials. A hardness test of the instrument in question showed 50, 7hrc, this is within the allowed range. Comparing the instrument to our production sample, as to the dimensions and as to the given production specifications, no deviations could be found. The fracture was examined under magnification. The surface of the fracture shows a fine grained structure, no dispersed carbides or grain boundary carbides were found, which could have influenced the break resistance of this material. We instructed the technical test laboratory to examine the instrument. The result was that the scissors cracked because of an overloaded bending that leaded to a plastic deformation, too. The direction of bending cannot be connected to the direction of stress, applied to the scissors during use. Hence, the cracking must be connected to a misuse of the scissors. Then, the pre-damaged scissors broke durch, the further use of the instrument. Conclusion: the exact cause for the breaking off, of the blade cannot conclusively determined.